Manufacturer narrative:
(B)(4). Evaluation of the complaint sample confirmed the reported failure mode. The catheter valve was detached from the catheter tubing. The investigation was not able to identify any contributing defect to the observed defect. Likewise, no potential contributing factor was identified for the observed defect. DHR review was not performed since the lot number was not provided from the customer. Based on the complaint investigation, the failure mode was confirmed. However, additional evaluation of the complaint sample was not able to identify any potential contributors to the identified failure mode. The evaluation noted the presence of silicone adhesive on the valve stem indicating the valve had most likely been assembled per the correct assembly process. Applying the silicone adhesive during valve insertion process is critical and consequently 100% inspected by quality assurance after the assembly process. Since probable root cause could not be identified for the complaint failure mode, no corrective action or preventive action was identified for this complaint failure mode. Bd will take proactive action to provide awareness training to the applicable manufacturing associates regarding this failure mode and the potential impact from the valve assembly process.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A follow up emdr will be submitted upon completion of carefusion investigation. (B)(4).

Event description:
Customer stated via email: the pleurx valve pulled off the catheter. Had to replace pleurx. Patient developed significant pneumothorax as a result of failure and spent multiple days in the hospital. However, was never deemed unstable. Catheter originally implanted (B)(6) 2017. Catheter inspected prior to being implanted and (valve) appeared to be properly seated and without defect.